Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from a chronic driveline infection since (B)(6) 2024. The patient had abdominal pain for two days and then noticed blood and discharge at the driveline site. The patient presented to the emergency department (ed) and admitted for a workup. The patient was started on cefazolin with cultures negative on the second day but had taken someone else's antibiotics for a few days prior to the hospital. Infectious diseases were consulted and recommended three weeks of cefadroxil 500 mg twice a day. The patient was admitted on (B)(6) 2025 for increased purulent drainage, pain at the driveline site, erythema and edema. Wound cultures repeated and were positive for methicillin-susceptible staphylococcus aureus (mssa) infection, the patient was discharged on intravenous cefazolin 2 grams every 8 hours for two weeks and then placed on chronic cefadroxil 1 gm by mouth twice a day.